Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had multiple pump error and insulin pump was exposed to water and blank display. The customer¿s blood glucose level was 8.2 mmol/l at the time of the incident. Customer reports there was fluid in the battery compartment. Customer states o-ring was in place. Customer states o-ring was free of debris. Customer states battery cap was not damaged. Customer states the home screen did not appear on the display. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test. Pump powered up properly after battery installation. No blank display noted during testing. No pump error 23 or 68 alarms noted during testing. Moisture damage was found on the electronic assembly during visual inspection.